Manufacturer narrative:
Dimensional evaluation found component to be within appropriate design specification. This report submitted (B)(4), 2011.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. The user facility was notified of the event on (B)(4), 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA.\ this is MDR one of two (1825034-2011-00801 through 00802) for this event. This report submitted (B)(4), 2011.

Event description:
It was reported that patient underwent reverse shoulder arthroplasty on (B)(6), 2011. After pressing the humeral tray and humeral bearing together, the surgeon noted too much movement between the components. The surgeon elected to use a different humeral tray and humeral bearing. The procedure was completed, but only after a delay of more than half an hour occurred.